Event description:
It was reported that the patient reported to the hospital emergency room after hearing the alert tone. It was found that the rightventricular (rv) lead impedance which had been stable, had intermittent varied high impedance. Follow up to determine the patient and serial number is in progress. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).